Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is likely the following led to the malfunction: communication failure between the cable and the processor due to a failure caused by water immersion inside the cable imaging. It is presumed that the water immersion occurred from the damaged area on the connector. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. It could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had no image. The issue was found during preparation for use for an unknown therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. In addition, the device evaluation found cracks, watertight failure and electrical contact corrosion on the connector part, cable damage at the cable section, corrosion of the free lock lever at the head part, scope mount corrosion at the head section, adhesion on the main body of the head part, and a b30 scope communication error was displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.